Event description:
Pt underwent endomyocardial biopsy. A disposable bioptome was used to obtain myocardial biopsy specimens. The bioptome was unable to retracted. It perforated the superior vena cava. Atrial pacing wire extraction sheaths were used to extract the bioptome. The pt remained hemodynamically stable but was kept overnight for observation.